Event description:
The customer reported that the ortho provue analyzer dripped fluid into the reagent cells testing. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and reported that the instrument was operational upon arrival. The customer found that the connector on the waste bottle as loose. The customer replaced the affected component and performed qc without any issues. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated.